Event description:
It was reported that this lead was an attempted implant due to an unknown product performance anomaly. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance anomaly. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since additional information was received indicating that the lead was attempted and replaced due to tissue getting stuck in the helix without any abnormal electrical measurements. No adverse patient effects were reported